Manufacturer narrative:
Concomitant medical products : 5076-52 lead, implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and it was noted to be a lead integrity alert (lia) for the right ventricular (rv) lead. The patient was brought in and a lead fracture was suspected. It was noted that there was high pacing impedance, t-wave oversensing (twos), noise on the ventricular channel, high sensing integrity counter (sic), and multiple episodes of non-sustained ventricular tachycardia. In addition, there was suspected crosstalk observed due to the alleged fracture of the rv lead. The rv lead was inactivated and later capped and replaced. No patient complications have been reported as a result of this event.